Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be duplicated. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a t10-l1 fusion the instruments were flickering in the software while the site was navigating. The site made sure that the spheres were seated well, that they were clean and dry, and repositioned the camera, but the issue persisted. The case was completed with a less than hour surgical delay and no impact on patient outcome.